Event description:
During a laparoscopic cholecystectomy, clips falling while loading and could not squeeze the vessel consistently. Case completed with same like device. Leak at cystic artery of the pt, operated next day. The pt is currently healthy with no problems. The duct artery were sutured - ligated via reoperation.